Event description:
It was reported that the customer experienced a blood glucose (bg) level reported as "low"; specific value was not provided. Cause was not known. Customer addressed bg by consuming carbohydrates. Tandem technical support performed a full pump system check and verified that the pump was functioning appropriately. The customer continued to use pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.